Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion with 10mm in length and 3.5mm in diameter was located in the moderately tortuous and severely calcified right coronary artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was good following the procedure.